Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a plastic strip was found on the vasoview hemopro harvesting tool jaws after reinserting the harvesting tool through the tool adapter port of the harvesting cannula pre-procedure on the sterile field. Harvesting kit was used to perform the evh procedure, the kit appeared to function normal as per harvester. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. The plastic material seen on the jaws comes from the lumen present inside the cannula. When the tool is advanced/inserted through the cannula, the jaws may have came in contact with the lumen scooping out the plastic from the lumen. The DHR was reviewed for the cannula subassembly. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot. The shop floor paperwork was reviewed for the cannula subassembly. All the test results meet the specifications and results. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a plastic strip was found on the vasoview hemopro harvesting tool jaws after reinserting the harvesting tool through the tool adapter port of the harvesting cannula pre-procedure on the sterile field. Harvesting kit was used to perform the evh procedure, the kit appeared to function normal as per harvester. The hospital did not report any patient effects.